Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 150 mg/dl. Tests were done within 10 minutes with a difference of over 20% per ccr notes.patient did not experience any adverse events. No further information has been reported.